Event description:
The account stated that the axsym analyzer has generated erratic toxoplasmosis igg results on a patient sample. Initially, the sample was 4.5 iu/ml, the sample was then tested by another method (unknown) and was 11.3 iu/ml. The lab then retested the sample multiple times on the axsym and received 0-11.3 iu/ml results which were negative, gray zone and positive results for the same patient sample. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.